Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate hv therapy for supraventricular tachycardia. The patient had experienced shortness of breath and fatigue. The device was explanted and replaced. The patient was stable post procedure.